Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported, he noticed a large air bubble in his insulin infusion device cartridge. He stated, he felt as though his blood glucose was elevated, but did not have any test strips to determine his reading. He said his symptoms were tingling in his back and stomach and he treated this by giving himself 15 units of insulin by injection. He stated, he was feeling better at the time of the call. Courtesy test strips were sent to the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.